Event description:
The customer reported via phone call that he was unsure if the insulin pump was delivering the correct amount of insulin. The customer stated that his blood glucose had been erratic for two to three weeks. The customer's blood glucose was over 340 mg/dl. The customer confirmed that he was able to treat the high blood glucose. The customer performed troubleshooting and stated that he forgot to fill the cannula dead space after removing the introducer needle. The customer believed the insulin pump was overdelivering and underdelivering insulin. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.